Event description:
The product was used during a colon resection procedure. Reportedly, the staples did not form properly and the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.